Manufacturer narrative:
The actual sheath and dilator were returned to the manufacturing facility for evaluation. The sheath sample was evaluated and the tip of the sheath was noted to be damaged. No other visual anomalies were noted. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and no flaws were noted. An evaluation of the retention samples from the reported lot as well as the surrounding lots manufactured was conducted. A visual examination of the samples confirmed there were no visual defects. Leakage testing revealed no leakage of the devices. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that an involved device inserted in the cross-cut valve of the actual sample was subjected to a bending force, resulting in the reported leak at the cross-cut valve. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Follow up information from the user facility reported that there was blood loss but an exact amount was unknown.

Manufacturer narrative:
UDI no. - not yet required for this product. The actual device has been returned to the manufacturing facility and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other complaint with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: a leaky valve was reported; the procedure was completed; and there was no patient injury and medical intervention was not required.